Event description:
Possible bowel injury.

Manufacturer narrative:
Due to this event occurring in foreign country, very limited information is available. The device was provided to the surgeon by a distributor. The specific lot/batch information, which includes the manufacture date for the device has not yet been made available. Because of this, the investigation is inconclusive. If additional information becomes available, trans1 will provide an updated report. Training record of surgeon was confirmed. General history of similar devices from controlled inventory was considered. As noted above the detailed information for the specific device has not yet been made available by the user or distributor. Since this is the case, the investigation is currently inconclusive.